Event description:
On (B)(6) 2012, the reporter contacted animas alleging that it is necessary to wiggle the up arrow button at times to get it to respond. The pump is worn under a garment and occasionally cleaned with a baby wipe. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, the keypad cover was found to be peeling and lifting from above the contrast button, extending to and including the up arrow button. The buttons contacts were noted to be exposed. Testing confirmed that the up arrow and contrast keypad buttons had intermittent response when pressed and required multiple presses to evoke a response. The down arrow and ok keypad buttons responded normally when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.